Manufacturer narrative:
(B)(4). The reported complaint for "blood seeping from a crack in the bifurcate luer" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "patient was be inserted a iabc in the operating room. After 7 days, the doctor noticed blood seeping from a crack in the bifurcate luer. Attempting to bandage it did not solve the problem. Finally, the catheter was replaced and the issue was resolved. After inspection, a 4mm crack was found at the end of bifurcate luer". No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient was be inserted a iabc in the operating room. After 7 days, the doctor noticed blood seeping from a crack in the bifurcate luer. Attempting to bandage it did not solve the problem. Finally, the catheter was replaced and the issue was resolved. After inspection, a 4mm crack was found at the end of bifurcate luer". No patient injury or consequence. The patient's current condition is reported as "fine".